Event description:
In 2002, the end-user called medtronic minimed and stated a leak at the luer connection. Analysis of the sets did not confirm the report. In 02/2003, maersk medical received the complaint and 5 used sets and 1 used tubing.